Event description:
It was reported that an ilet user did not enter meal announcements for meals exceeding 15 grams of carbohydrates, after which the ilet delivered corrective insulin and the user¿s glucose decreased to 70 mg/dl. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment with juice or glucose tablets and symptom resolution without alarms, alerts, or hospitalization. Investigation included user education and troubleshooting focused on proper meal announcement behavior. Investigation of this case revealed user error, specifically missed meal announcements, with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements.